Manufacturer narrative:
Model number/catalog number: sc-2408-56, serial number: (B)(4), batch/lot number: 21339997, model/catalog description: avista MRI perc lead kit 56 cm.

Event description:
A report was received that the patient was experiencing inadequate pain relief. It was also noted that tingling sensation was felt around the stomach and above the low back area. The patient underwent a revision procedure wherein the lead was moved more to the center of the spine. The patient was doing well postoperatively.